Manufacturer narrative:
The pump was received with blank display due to corroded battery tube and battery cap contact. Unable to verify battery out limit, weak battery, low battery alarm or perform the functional testing, including the operating currents measurement, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display anomaly. Pump had cracked belt clip slot and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed weak and low battery during normal use. The customer's blood glucose reading was 245 mg/dl at the time of incident. Troubleshooting found that the customer is calling back after having previously received a battery cap which did not resolve the issues with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.